Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch#: 9007820. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200799148] noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
It was reported that the needle hub separates from device and remains in shield with a bd ultra-fine¿ insulin syringes 3/10ml. This occurred on 2 separate occasions during use. The following information was provided by the initial reporter: (1 of 2 complaints). Item#: 328431, lot#: 9007820 found 2 syringes needle hub assembly stayed in shield when removed shield. Occd date 09/23/2019.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/13/2020. H.6. Investigation: customer returned (2) loose 3/10cc, 12.7mm syringes with part of the shelf carton from lot # 9007820. Customer states that the needle hub separated into the needle shield and another syringe needle was bent when the needle shield was removed. One syringe was returned with the hub-needle/shield assembly separated from the barrel. No defects were observed on the remaining sample. A review of the device history record was completed for batch# 9007820. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200799148] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: l2l dispatch #54573 was for raised hubs. There was debris in the shield carriers. Corrective action: the debris was removed from the shield carriers. CAPA#1122103 was initiated.

Event description:
It was reported that the needle hub separates from device and remains in shield with a bd ultra-fine¿ insulin syringes 3/10ml. This occurred on 2 separate occasions during use. The following information was provided by the initial reporter: (1 of 2 complaints) item # 328431 lot # 9007820 found 2 syringes needle hub assembly stayed in shield when removed shield. Occd date 09/23/2019.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle hub separates from device and remains in shield with a bd ultra-fine¿ insulin syringes 3/10ml. This occurred on 2 separate occasions during use. The following information was provided by the initial reporter: (1 of 2 complaints). Item # 328431, lot # 9007820 found 2 syringes needle hub assembly stayed in shield when removed shield. Occd date (B)(6) 2019.